Event description:
Three (3) endo clip 5 mm appliers left a grey looking residue, when md fired a clip. The residue came out of clip applier and into patient. Two were from the same lot number and the third was from a different lot number.